Event description:
It was reported that 3 weeks after a da vinci-assisted low anterior resection (lar) / low hartmann's procedure, a patient experienced a rectal stump leak, requiring an additional unspecified procedure for pelvic collection. During the initial case, a sureform 45 stapler instrument, loaded with a green sureform 45 stapler reload, was used to divide the rectum. Indocyanine green (icg) and flexible sigmoidoscopy were used during the procedure. There were no intra-operative problems related to the anastomosis.

Manufacturer narrative:
Based on the available information, a cause for the post-operative leak could not be determined. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the device log for the sureform 45 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 4 times, and it fired 3 green reloads. On the first install attempt, the stapler failed to engage with the system. The system logs show an error with parameters indicating that the roll axis hardstop check failed. The next 3 installs of the instrument were successful. The first firing was completed, with 1 pause for compression. The second and third firings were completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no additional stapler related errors in the system logs. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.